Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient was developing a rash underneath the rear therapy electrodes. The patient saw his physician about the irritation. The physician instructed the patient to use hydrocortisone cream on the irritation. During a follow-up, the patient reported that the rash was about the same after using the hydrocortisone, but the rash had not gotten any worse.